Event description:
After 20+ months of implantation, this pacemaker was explanted because of an infection. Note: the lead that was attached to this pacemaker was also removed and reported on an MDR.

Manufacturer narrative:
Since the device was not returned for analysis. The production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures. Please see the attached analysis for complete details. See scanned pages.